Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was a lack of effect. Symptoms included urinary frequency and wetting herself. The change in therapy/symptoms was considered sudden. The issue occurred a month to a month and a half following the surgery. Troubleshooting already performed included increasing stimulation. Troubleshooting did not resolve the issue. A fall could be related to this issue. The patient was going to call the healthcare professional (hcp) to discuss the issue. She had told him about it before. Today the patient was helped to change to program 2 and adjust to 1.6. The patient was going to monitor the symptoms and follow up with the hcp now that she was back in town.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.